Event description:
It was reported that this inflatable penile prosthesis was no longer inflating. A revision surgery was performed and fluid loss in cylinders caused by a hole in each of them was identified. The cylinders and pump were removed and replaced. The reservoir was retained and filled. There were no patient complications.